Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker for a non-critical issue. Upon testing the device stryker discovered would not analyze the ECG rhythm during testing. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker for a non-critical issue. Upon testing the device stryker discovered would not analyze the ECG rhythm during testing. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was not able to duplicate the reported issue. The device passed all testing. This device was scrapped by stryker. The cause of the reported issue could not be determined.